Event description:
It was reported that a device was used during a sigmoid colon resection through a mini laparotomy. The device was closed and fired an incomplete staple line. A leak was performed with positive results. Converted to an open colon resection and low anterior resection. Extended or time by two hours to repair anastamosis by hand suture.